Manufacturer narrative:
(B)(4). Date sent to FDA: 03/29/2021. H3 analysis summary: seventeen unopened samples of product code v1408e were received for evaluation. Visual inspection of unopened samples was conducted and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The device performed without any defect noted and the complaint sample was not received for evaluation. H6 component code: g07002 - product samples. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qemdqx, v1408e and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No adverse effects were reported.

Event description:
It was reported that the patient underwent laparotomy on (B)(6) 2021 and suture was used. During fascia closure, the needle separated from the suture. There was no delay in surgery. There were no adverse patient consequences reported.